Event description:
It was reported that after a spinal cord stimulator (scs) lead revision procedure, the implantable pulse generator (ipg) could not be found on the clinician programmer and on the remote control. The ipg was recharged more than five times and was tested by putting a magnet on the ipg to try to reboot, but all attempts were unsuccessful. As a result, the ipg was explanted and replaced. The patient is doing well postoperatively.